Event description:
Received info that an altitude alarm occurred during basal delivery. The customer's blood glucose level was impacted (472mg/dl).

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.